Manufacturer narrative:
Concomitant medical products: 429888 lead, dtma1q1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were recorded atrial undersensing episodes observed on electrogram, along with intermittent undersensing on the presenting rhythm strip. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.